Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated rv (right ventricular) oversensing. Non-sustained ventricular tachycardia episodes and ventricular fibrillation episodes with lead noise oversensing were noted. Analysis of the device memory indicated the right ventricular lead integrity alert. Rv lead integrity warning occurred on (B)(6) 2015 for 2 or more non-sustained episodes and sic greater than 30 in 3 days. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Beginning (B)(6) 2015, 224 ventricular sic noted. Analysis of the device memory indicated the unexpected delivery of a ventricular tachyarrythmia therapy. Ventricular fibrillation detected episodes with inappropriate shocks occurred. Episodes of t-wave oversensing identified suspect to cause inappropriate shocks. (B)(4).

Event description:
It was reported that the patient was admitted to the emergency room (ER) due to receiving multiple inappropriate shocks. It was reported that the patient experienced cardiac arrest and syncope. The patient's right ventricular (rv) lead had t-wave oversensing (twos) which triggered a lead integrity alert. It was also reported that anti-tachycardia pacing therapy accelerated the patient's rhythm into polymorphic ventricular tachycardia required inappropriate shocks from the device. The episodes escalated into fine ventricular fibrillation and the patient had to be externally rescued. Reprogramming was performed to increase vf detection. The patient was noted to have possible memory loss after the shocks. Approximately 1 month later, the rv lead was capped and replaced, and the ICD was explanted and replaced. No further patient complications have been reported as a result of this event.